Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1; -15.00/+1.5/073 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. The patient experienced angle closure with elevated intraocular pressure, on (B)(6) 2023 an additional pi was performed. On (B)(6) 2023 the lens was explanted and it was noted the patient had high iop and was on glaucoma drugs. Problem is not resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
H6 - health effect clinical code: 4581 - angle closure. H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4)